Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mental and physical pain, permanent injury, and will likely undergo corrective surgery. Product was used for therapeutic treatment. Align urethral support system was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).